Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophageal stenting procedure within the esophagus of a patient on (B)(6), 2010. According to the complainant, the patient presented with a bronchial esophageal fistula associated with a malignancy, located at the mid esophagus. The patient's anatomy was not tortuous, and no pre dilatation took place. During the procedure, the stent was deployed approximately half way, when the deployment handle became difficult to withdraw. It was reported that the handle did not break; however as a result, the partially deployed stent was removed from the patient. It was reported that the stent was able to be fully deployed outside the patient. The procedure was successfully completed with another wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophageal stenting procedure within the esophagus of a patient on (B)(6), 2010. According to the complainant, the patient presented with a bronchial esophageal fistula associated with a malignancy, located at the mid esophagus. The patient's anatomy was not tortuous, and no pre dilatation took place. During the procedure, the stent was deployed approximately half way, when the deployment handle became difficult to withdraw. It was reported that the handle did not break; however as a result, the partially deployed stent was removed from the patient. It was reported that the stent was able to be fully deployed outside the patient. The procedure was successfully completed with another wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed and was not returned. The handle was bent distal to the proximal handle and the shaft was kinked. A kink was also found in the outer sheath at the transition between the blue outer sheath and the clear outer sheath. During analysis there was no issue in retracting the distal handle until it reached the bend in the handle. No other issues were noted. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.